Event description:
It was reported that shaft break occurred. The 75% stenosed, 28x2.75mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50x28mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the stent delivery shaft was kinked and was fractured during withdrawal. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.50x28mm romus element plus was advanced for treatment. However, during procedure, it was noted that the stent delivery shaft was fractured. The procedure was completed with another of the same device. There were no patient complicaitons and the patient was stable. It was further reported that significant resistance was encountered while advancing the device.

Manufacturer narrative:
A promus element plus,mr,ous 2.50x28mm stent delivery system was returned for analysis. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break at the distal end of the strain relief with the manifold seperated. Multiple hypotube kinks were also noted. A visual examination of the shaft polymer extrusion found no issues.